Manufacturer narrative:
(B)(4).

Event description:
It was reported that error icon displayed occurred. The product was evaluated. An external visual inspection was performed and passed. Receiver charged and boot test was performed and failed due to receiver has no power. Open receiver case for internal visual inspection and failed due to moisture damage found. The receiver data log could not be downloaded due to unit does not power on after charging. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that error icon displayed occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.